Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection noted the water tank was leaking. The device was beyond economical repair and was sent back to the customer unrepaired. The device was unable to be tested due to the leaking water tank. The most likely/suspected cause of the customer reported problem was a contaminated mainboard.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had over temperature right away when it was turned on. There was no patient harm or adverse events reported as a result of the event.